Manufacturer narrative:
E1: initial reporter phone #: (B)(4). Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received three photos and one video for investigation. Evaluation of the returned photos and video indicated the presence of foreign matter inside the tube, which could not be identified. Upon visual inspection of a total of 100 retained samples, no foreign matter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ ii advance, the customer noticed foreign body in the collection tube. No patient impact reported.